Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the tourniquet cuff was set at 250 but would not reach that number during use in a procedure at the user facility. No medical intervention or adverse consequences were reported. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
H3 other text : at this time device is not being returned.

Event description:
It was reported that the tourniquet cuff was set at 250 but would not reach that number during use in a procedure at the user facility. No medical intervention or adverse consequences were reported. The user facility was not able to provide any further information regarding the reported event.